Event description:
It was reported that a device system was implanted on a patient that had previously undergone a tricuspid valvuloplasty with the implant of an annuloplasty ring. Approximately one month post device system implant, the patient had a prolonged fever. The physician suspected an infection. It was noted there was no abnormality in the device pocket. Echocardiography showed the right ventricular (rv) lead had been making contact with the tricupid annuloplasty ring. Vegetative adhesions on the rv lead were suspected per the echocardiogram. The device and leads were explanted. Upon explant, an insulation breach was observed on the rv lead possibly due to stress by the annuloplasty ring. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Concomitant product: 5086mri x2 implantable pacing leads (B)(6) 2013. (B)(4).